Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 46 to 74 mg/dl at the time of the incident. The customer thinks there's an issue with their pump as they went low even after eating. The customer uses auto mode on their pump. The customer used food and juice to treat the low. The customer was at 261 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.